Event description:
Approx. Three hours into pt hemodialysis treatment a leak was seen at the arterial dialyzer port. Staff could not determine the exact location of the leak. The dialyzer was tested at the facility and no leaks were found. The bloodline was discarded and could not be retrieved. Facility clinical dir stated that the dialyzer before being discarded. Lot number of the bloodline is not known. MDR is being filed for reported estimated blood loss of 100cc.